Event description:
Patient called to report adverse event involving bard hernia mesh she had implanted in 2014. Patient stated she feels a lot of severe pain in her abdomen since the implantation of the mesh. She said it feels like it's folding when she bends and she doesn't know what to do. Patient stated that the implanting doctor has refused to remove the mesh. Patient lost her insurance so cannot seek a second opinion at this time. Patient said she has so much discomfort in her stomach, and that her bowels have also been affected. She said the pain is terrible at night, and she can feel hard lines and lumps in the pubic area like the mesh is folded up.